Event description:
Report received of a hole in an opti q catheter. It is unk if the device was in use with a pt when the hole was discovered. There were no reported pt adverse effects. The catheter was received from an anesthesiologist who reported the catheter had "a hole" in it. Though requested, no additional info was provided.